Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test and active current test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Unexpected battery power loss not confirmed. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.